Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) screen is black and not responding. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, component codes, investigation conclusions). Additional information: e1(event site city: (B)(6)). A getinge distributer evaluated and replaced display pcb control ((B)(6)), but it didn't work properly. He had also tried on another device, and the problem persists. The device is not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.